Manufacturer narrative:
(B) (4). The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. At this time, there is no evidence to suggest the device was not manufactured to specifications. We will continue to monitor for similar events. Each device is shipped with instructions for use (IFU) describing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. Additionally for this part of the procedure (advancing the top cap) the IFU recommends to use and les wire (lunderquist) for extra support. All trained physicians have access to a physician's reference manual that lists troubleshooting techniques if this failure mode is occur. Controls are in place for the soldering process ensuring the barbs, on the suprarenal stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. Based on product history with this failure mode, the delivery system as well as the stent graft could be contributing factors to this incident. Specific components of interest, at a minium, would be the top cap, the proximal trigger wire, and the suprarenal stent. The subassembly portion of the delivery system was returned to assist with this investigation. The trigger wires were not returned to cook incorporated, and the stent graft remains implanted in the pt. Additionally, the anatomy can also be a contributing factor to this failure mode. Images had been requested to determine if the pt's anatomy, in this case, could have been a contributing factor to the failure mode. Images were determined not to be available. It was confirmed that an les wire guide was used during the procedure. It was noted that material appeared to be pushed down on the exterior of the top cap trigger hole, indicating excessive force was required to remove wire, or that force was pressing the wire into the top cap material, on the exterior of the device. After the top cap was cut in half, a dimple was also noted on the inside of the top cap just distal to the trigger wire through hole, indicating something was pressing against the inner diameter of the top cap. Preliminary investigation into the available portions of the returned product did not lead to a definitive root cause, and one cannot be reported at this time. A corrective action investigation is ongoing at this time. If add'l info or evidence is received in the future that alters the scope or outcome of this investigation, this report shall be amended at the appropriate time.

Event description:
A pt underwent aaa repair on (B) (6) 2010. During deployment of the superenal stent, the inner cannula of the delivery system would not advance forward. The pin vise was confirmed to be unscrewed. Pushing hard was done to advance the inner cannula, and it finally deployed. However, the graft jumped distally in the aorta and the landing zone was missed because of that jump. A main body extension was used to basically compensate for the missed landing zone. The issue, the physician had; the inner cannula was stuck even after the pin vise had been completely unscrewed. The pre-op CT scan of the anatomy did not seem calcified or tortuous distal to the pt's renal arteries. Pt is in post op and is stable.